Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, they went to the emergency room due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl. Customer stated there were no significant events other then receiving no delivery alarms in the past. Customer was in the beginning stages of diabetic ketoacidosis. Customer was treated with fluids and insulin drip, saline water, and some potassium. The customer was wearing the insulin pump at the time of the hospitalization. Customer declined troubleshooting for the no delivery alarm on the insulin pump as customer knew the alarm was caused the infusion set having a bent cannula. The customer is not returning the insulin pump for analysis.